Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap distal pancreatectomy - "(B)(6) described that clips were not holding on the vessels. The clip applier accidentally got thrown away although sh had tried to save it for analysis. The clip applier seemed to fire okay, and the clips looked as though they were securely on the vessels but then they were slipping off. The surgeon mentioned that the clips were not completely closed. No harm to patient, although they those to revert to ethicon 10mm, and introduced a larger port, and the surgeon worried that if it had gone unnoticed there would have been a leak and subsequent patient harm. " patient status: "ok."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. The exact root cause of the incident remains unknown. It is possible that the incomplete clip closure may have been the result of the application structure size or the location of the vessel within the clip, which prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.